Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer's pump had stopped delivering insulin. There were no alerts or alarms. There was no reported impact to the customer's blood glucose level. As the contact did not have the pump available when tandem technical support was telephoned, troubleshooting to determine the cause of the event was unable to be determined.

Event description:
The contact reported that the customer's blood glucose level was high.